Event description:
Dry throat, dizziness, cough; I have a recalled philips dream machine for sleep apnea. I have had a dry mouth, dry cough and raspy voice , dizziness and headaches since the first of (B)(6). I just found out by accident about the recall. We called philips and they were very rude and no help at all. I have a doctors appointment (B)(6) for a check up and talk about my throat and voice. I know the machine has done this because I stopped using it 2 days ago and my throat feels a bit better. I have read many complaints about this same problem. I also found black residue on my hose and on the water chamber. I am a cancer survivor and am so afraid of what this has done to me. I also have asthma. My insurance won't get me a new machine because it's only 2.5 years old. My husband also has one and we are both on(B)(6) and over 65. I stop breathing up to 28 times an hour and now I have no device to use. This is very wrong that we were never notified at all. We are going to have to suffer medical problems and possible brain damage because of not using this machine. FDA safety report ID # (B)(4).